Manufacturer narrative:
H4: info not received. H3. Evaluation summary - based on the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.

Event description:
It was reported that during a breast biopsy when they plugged in their ex holster, they received the black cable error code. They wiggled the ex holster and were able to complete the case with no consequence to the pt.